Manufacturer narrative:
Siemens filed initial MDR 2517506-2019-00336 on (B)(6)-2019. Additional information (B)(6) 2019): a siemens customer service engineer (cse) performed service for water purification module (wpm) and recalibrated the carbon dioxide (co2). The cse ran quality control (qc) and qc recovered acceptably. Siemens further investigated the issue and determined that the potential cause of discordant co2 results is related to the water purification module (wpm). The conclusion code(s) was revised in the h6. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant carbon dioxide (co2) results were obtained on patient samples on a dimension vista 500 instrument. Siemens remotely reviewed the data provided by the customer and determined that the discordant co2 results were obtained shortly after a new well of reagent flex was installed on the instrument. As per siemens instructions, the customer installed a new co2 reagent flex and ran quality controls (qcs); the qcs recovered low. The customer indicated that they performed extensive water purification module (wpm) maintenance and flushed the wpm tank. Siemens determined that co2 qc recovery remained low after performing wpm. A siemens customer service engineer (cse) was dispatched to the customer's site. Siemens is investigating the issue.

Event description:
Discordant carbon dioxide (co2) results were obtained on 5 patient samples on a dimension vista 500 instrument. The customer reported that some co2 results were flagged with "below panic range" errors. The customer reported one discordant co2 result to the physician(s), but the customer did not identify the discordant result that was reported to the physician(s). The discordant result was questioned by the physician(s). It is unknown if the samples were repeated and the correct results for these patients are unknown. The customer is sending out patient samples for co2 testing. There are no known reports of patient intervention or adverse health consequences due to the discordant co2 results.